Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test due to faulty force sensor system. The pump passed basic occlusion and displacement test. No motor error alarm was noted. The motor was tested outside the device and passed motor test. The pump was unable to perform occlusion test and the excessive no delivery test due to compromised force sensor system alarm. The pump was received with scratched lcd window and cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the motor error occurred during basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.